Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD), implanted on december 26, 2005, displayed an elective replacement indicator (eri) on january 01,2005. When attempting to do a memory dump, a fault code was received. The fault code was cleared and the device was successfully interrogated and found to be at end-of-life (eol). It was noted that only one shock had been delivered to the patient.